Event description:
The physician intended to use an integrity rx stent to treat a lesion in the cx with 90% stenosis and moderate calcification and tortuosity. Lesion pre-dilation was performed. Approximately 30% stenosis remained following pre-dilation. Resistance was encountered advancing the integrity device and force used in the attempt to deliver the device to the target lesion. Following the attempt to reach the target lesion, the stent observed to be damaged. No abnormality was noted during preparation of the relevant device or inspection prior to use. The device was replaced with a non-medtronic stent. No clinical sequelae were reported. Evaluation summary: the distal tip was flared and damaged. The hypotube was kinked 48.5cm and 86cm distal to the strain relief and the distal shaft was kinked 0.9cm, 4.9cm and 8.4cm proximal to the proximal inner marker. Stent struts on the 4th proximal segment were raised and pulled distally. Stent struts on the 14th and 15th proximal segments were slightly misaligned and damaged.

Manufacturer narrative:
(B)(4). Results: root cause of the event most likely due to patient lesion morphology. Conclusions: root cause of the event most likely due to patient lesion morphology.